Event description:
The monomer vial broke inside the package, leaking onto 2 other packages. The box was on a shelf in a clear plastic container, at room temperature. The staff detected a odor and discovered the broken vial. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time. There was no adverse consequence to any staff member due to this event.